Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper case is dented (affecting keyboard fit). Upper and lower cases and both bail covers are broken. Lead flex covers contaminated, battery contacts are compressed, ring is bent, keyboard is scratched, battery drawer o-ring is missing, and heart lead flex is corroded.

Event description:
It was reported the lower lcd (liquid crystal display) screen is becoming unusable due to lines in the screen obstructing the selectable numbers in the menu options. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.